Event description:
It was reported that following a fall, the stimulation system was not controlling the pain. It was noted that the pt had a compression of the vertebrae following the fall. The pt was admitted to the hospital. Additional information received reported that the event was not attributed to the implanted system. The physician had not been aware of the event or any problems.